Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the femoral stem, which is a novation element 12/14 stem appears to have subsided in the femur. This (B)(6) female patient underwent a revision total hip surgery to try to remove the stem. The stem would not move during removal impaction. The surgeon did not revise the cup or liner. Liner options were not requested to be brought to the revision surgery. Only femoral heads were requested to be brought. A new head with an adaptor +7mm and 36mm was replaced during this revision. There was no breakage of devices or surgical delay/prolongation. Patient was last known to be in stable condition following the event. The implant information is unknown. X-rays received. The head is available for return to be examined.

Manufacturer narrative:
Section h10: (h3) the femoral stem subsidence reported was likely the result of either under-sizing the femoral stem compared to the patient¿s anatomy or insufficient bony support for the implant. However, this cannot be confirmed from the provided information and the femoral stem could not be evaluated as it remains implanted.